Event description:
Healthcare professional reported a left side device rupture. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Cont. H.6. Health effect f1905 device revision or replacement. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red biological tissue observed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on anterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side device rupture. The device was explanted and replaced with a non-allergan device.